Manufacturer narrative:
The complaint investigation is still in progress. Device malfunctions are listed in the biomimics 3d instructions for use. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 a subject was being treated with a biomimics 3d vascular stent system, the lesion was a pretreated balloon angioplasty. As the physician started to deploy the stent, after 3mm, the stent emerged and disengaged from delivery system. The physician was able to remove the entire system without harm to patient. The device is available for return to enable analysis and an investigation is in progress and any new or updated information will be provided in a follow-up report.

Event description:
On (B)(6) 2022 a subject was being treated with a biomimics 3d vascular stent system, the lesion was a pretreated balloon angioplasty. As the physician started to deploy the stent, after 3mm, the stent emerged and disengaged from delivery system. The physician was able to remove the entire system without harm to patient. Following completion of the investigation it was identified that the partially deployed stent, fractured possibly during removal of the system. The exact location of the fractured piece of the partially deployed stent has not been confirmed but likely remained in the vessel.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to this lot showed no issues that were deemed related to the complaint investigation. The investigation included an evaluation of the returned device and a review of information provided on the case. The angiographic images were not made available despite repeated attempts to obtain additional information by the complaints team. Following evaluation of the returned device the following were identified: the returned device had a significant curvature due to the vessel anatomy in which it was placed during the procedure. There were no kinks identified in the braid.the bond between the outer braid and strain relief had completely separated. The outer braid was elongated which has been linked to high deployment forces. It is possible that the outer braid elongation is a result of difficult anatomical conditions and high deployment force possibly due to challenging anatomical conditions of the patient's vessel. The returned device deployed as expected without any resistance and expanded as expected. It is likely that the bond separation occurred when the stent partially deployed and the physician was unable to continue with deployment. The fracture likely occurred upon removal of the delivery system with a portion of the stent unaccounted for but likely remained in the patient's vessel although this is not confirmed. The complaint was categorised as "partial deployment and stent fracture (type ii to type v)" and a cause category of "unknown" was assigned. Section b.5. And section h have been updated to reflect this additional information. If any additional information is provided a follow-up supplemental report will be submitted.

Manufacturer narrative:
This is related to MDR number 3011632150-2022-00013. Section d4 is being corrected to update the UDI number (B)(4).